Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. It was initially reported that the patient developed capsular contracture in her left breast. New information states that the patient actually developed a late onset large seroma in her left breast with the formation of a pseudocapsule. After explantation surgery, the fluid was taken for gram stain, flow cytometry, and cytology to rule out bia-alcl. The results of this testing were not provided to mentor despite multiple attempts to obtain it. Patient code 1761 for capsular contracture no longer applies to this event. Patient code 2069 for seroma has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor received additional information about the suspect medical device. It is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3547007, PMA #p030053, UDI # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/14/2019, mentor received additional information about the event: the patient underwent bilateral explantation on (B)(6) 2019. Both breast prostheses were discarded after explantation. Bilateral rupture of the breast prostheses was observed. Device code 1546 for material rupture has been added. A separate medwatch report will be submitted for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis observed that her left breast prosthesis was bigger than the other. The patient¿s doctor stated that it is capsular contracture. Baker grade for the capsular contracture is currently unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.